Event description:
During a tfn implantation procedure, as the surgeon tried to implant the helical blade, he met resistance. Surgeon thought it was hard bone causing the resistance. He then removed the blade and drilled. While trying to reinsert the helical blade, it became stuck approximately halfway in. The surgeon noticed the locking mechanism in the 11mm nail was down. Upon removing the impinged helical blade and nail, it was found that the locking mechanism was broken. The surgeon then opened another 12mm nail , removed the locking mechanism and tried put it into the 11mm nail; however, this did not work. The surgeon then removed both the blade and nail and used new implants. The procedure was completed and the patient's outcome was good. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Additional narrative: the device designs have been evaluated. The design of the locking mechanism feature on 456.327 nail caused this complaint condition. Based on examination of the loose locking mechanism from one of the returned nails, the locking mechanism was in the locked position when the surgeon attempted to insert the helical blade. The locking tab broke off as a result but was not returned for evaluation, and the fracture surface shows that the tab was forced medially and then sheared off at its base, breaking from the force of trying to insert the helical blade. The returned nail was manufactured prior to a design change. The other returned was manufactured after the design change and per the complaint description, was only used to take the locking mechanism from it in an attempt to fit with the other nail unsuccessfully as noted. The returned helical blade passed through the hole of both nails without issue during this evaluation.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of synthes device history records for manufacturing revealed no complaint related issues.